Event description:
It was reported that the patient's right ventricular lead was recording short v-v intervals and was suspected of oversensing. A review of data was requested. The presence of pvc's was noted. There were no patient complications reported as a result of this event.

Event description:
It was reported that the patient's right ventricular lead was recording short v-v intervals and was suspected of oversensing. A review of data was requested. The presence of pvc's was noted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "ventricular oversensing". Since last session (188 days) 347 ventricular sensing integrity counter intervals were recorded. This averages to 1.8 v-sic per/day. This is considered a minimal value. Lead impedances are stable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.